Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an insulin infusion set and pump after running out of insulin at work and requested assistance to change only the cartridge; the agent advised that all infusion supplies should be changed together but guided the user through a cartridge replacement and priming sequence, after which insulin therapy was resumed and the user expected correction. Symptoms included elevated blood glucose. Outcomes included resolution actions through troubleshooting and user education without alarms or hospitalization. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device malfunction and indicated user-related interruption of insulin delivery due to an empty cartridge. It was concluded, based on established findings for similar reports, that the cause was unclear but consistent with hyperglycemia from interrupted insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.